Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an off no power alert on the pump. Customer was getting ready for work when the pump alarmed. Customer's blood glucose level is 130 mg/dl. Customer stated that the type of battery in use is an (B)(4) aaa alkaline. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that there were no unattended alarms or damages to the battery cap. Customer was advised to change the battery and monitor the pump. Customer tried reinserting the battery again and fastening the battery cap securely. Customer stated that the display returned. Customer stated that the display returned. Customer stated that it did not show four full bars. It was advised that the battery could fluctuate and to monitor the pump. No additional information provided.